Event description:
A report was received that the patient underwent a lead and pocket revision. The lead was revision due to x-ray confirmed lead migration. The ipg was repositioned lower to make it more comfortable for the patient. The patient was reportedly doing well following the procedure.